Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2021, the patient underwent a open reduction internal fixation surgery for a trochanteric femur fracture. During the surgery, the nail became slightly tight in the intrathecal space because it did not match the shape of the patient's bone, but the surgeon inserted the nail. The surgeon reinserted the guidewire many times during blade insertion, but it was not corrected by the anterior approach. The surgery was completed successfully without any surgical delay. On (B)(6),2 021, the surgeon found that the blade was inserted in the incorrect direction through a nail. The surgeon performed both intraoperative and postoperative x-rays, but he wasn¿t aware of it. The surgeon predicted that this event was occurred when he reinserted the guide wire. The revision surgery was performed on (B)(6), 2021 to remove all implants and replace them with new ones. Concomitant medical products: unk - insertion instruments: (part# unknown; lot# unknown; quantity: 1), tfna end cap extens. 0 tan (part# 04.038.000s), lot# 198p191, qty 1), lockscr ø5 l34 f/nails tan light green (part# 04.005.524s, lot# 8l23832, qty 1). This report is for one (1) unknown guide/compression/k-wires. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown guide/compression/k-wires/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.